Event description:
A bipap was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third part service center, a ventilator inoperative error code was found in the device's error log. The printed circuit board (pcb) and printed circuit assembly (pca) were replaced to resolve the issue.